Event description:
It was reported that the user received an ¿unable to proceed¿ alert during a supply change after approximately nine units were pushed, which was resolved when the user replaced all supplies and then completed the supply change without issue while using a cd infusion set. Symptoms included no reported adverse clinical effects. Outcomes included no interruption to therapy after the successful supply replacement and no medical intervention or hospitalization. Investigation included customer-service troubleshooting and education with replacement of consumables. Investigation of this case revealed that the alert was consistent with an occlusion or flow restriction during fill tubing that resolved with new supplies, indicating a transient supply-related issue rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user consumable issue and could not be attributed to a device hardware failure.

Manufacturer narrative:
Initial.